Event description:
Medtronic received information that immediately post implant of this valve, the patient developed complete heart block (chb) and left bundle branch block (lbbb) and subsequently a permanent pacemaker was implanted. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).